Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during etco2 calibration, the heartstart mrx's co2 pump stops. There is no indication of negative pt impact.